Event description:
It was reported, that the outer tube on the rigid endoscope telescope was broken. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by wear and tear, stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.